Event description:
During treatment of a total occlusion in the rca a perforation had occurred. After the unsuccessful attempt to place two pk papyrus stents (both reported separately), a third pk papyrus was introduced, also dislodged but was already located at the intended area inside the vessel. Therefore, the pk papyrus stent was inflated with a small balloon catheter. The stent was implanted successfully, and the bleeding was finally stopped. All devices were discarded at the hospital.

Manufacturer narrative:
The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows a long complex procedure during which multiple accessories are used and maneuvers are performed that may have contributed to the complaint events (i.e. Use of more than one guidewire inside the guiding catheter, use of an anchoring balloon, guiding catheter and guidewire not being coaxially aligned). However, the actual complaint events are not visible. The angiographic material does therefore not contain further information with regards to the final root cause of the complaints. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.